Event description:
It was reported the patients blood glucose level rose to 292 mg/dl while wearing the pod between 25 and 36 hours. It was found that insulin was leaking and that the adhesive would not stay on.

Manufacturer narrative:
The returned device was evaluated and no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.